Event description:
Adverse event(s): "cases canceled" (no code available); "had received anesthesia and was prepped" (no code available). Product problem(s): "system message displayed." (Device displays error message); "switched to another system to complete cases." (No code available). A nurse reported receiving repeated system messages. Two cases were canceled and moved to a different facility to perform the case. Three cases were rescheduled for another day. One of the pts had been prepped and had received anesthesia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).